Manufacturer narrative:
Correction: h6 - investigation conclusions.

Event description:
The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states. The pacemaker was explanted and replaced.

Manufacturer narrative:
Correction: aware date and " g3 - date received by manufacturer" date was incorrectly reported as apr 10, 2024 the the previous report, and should be reported as may 2, 2024.

Manufacturer narrative:
The device was returned, due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device, indicated battery voltage and current were within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer. And has not reached the elective replacement indicator (eri).